Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 145 mg/dl. The customer was assisted with troubleshooting. The customer¿s father stated that they saw big red cross on display. Customer¿s father stated that the insulin pump had moisture underneath. Customer¿s father was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case behind the pump at the battery compartment, broken battery tube threads and a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.